Event description:
The patient reported that there was an issue with air bubbles in the cartridge and tubing; that was for about eight months. The patient reportedly used room temperature insulin and filled the cartridge slowly from the vial of insulin; the patient confirmed that the cartridge was cycled appropriately prior to filling. The patient reportedly primed the pump and ensured no bubbles in the tubing; the next day that patient reportedly observed air bubbles in the tubing. The patient confirmed that there was no structural damage noted with the cartridges or the luer connection. The patient reportedly did not reuse cartridges and none of the cartridges were expired. This report is made based on the allegation that the cartridge may have malfunctioned.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/25/2012-device evaluation: a cartridge of unknown lot number has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.